Event description:
Subsequent information was received indicating that resistance was met upon removal of the protective sheaths.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported shaft separation was confirmed. The reported difficulty removing the protective sheaths could not be replicated in a testing environment due to the condition of the returned device. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for shaft separation or difficult to remove the protective sheaths reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The unk xience v referenced is being filed under a separate manufacturing report number. Though the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.

Event description:
The patient was admitted to the hospital due to unstable angina and restenosis was confirmed in the diagonal in which a xience v was previously implanted. A 3.5x28 mm device was going to be used for treatment. However, during preparation and yellow sheath removal, the physician noticed that the delivery system was broken just before the balloon mounting. There was no patient involvement. The device was replaced with another one to complete the procedure. No additional information was provided.